Event description:
Reporter indicated a vns lead fracture was noted during a vns generator replacement surgery on (B)(6) 2012. High lead impedance was obtained with the new vns generator and resident lead. The lead was not replaced until (B)(6) 2012. The patient had no known trauma and did not manipulate the vns. No x-rays were performed. The explanted vns generator had been at end of service for some time, and no recent vns diagnostics tests were available. The explanted lead and generator will not be returned as the hospital does not release explanted devices.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.